Event description:
The customer reported system crashed and has a fatal error f020200001 every time when trying to send image to pacs. Patient had to be repeated image on another system to complete exam.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).